Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate shocks. Stored egms revealed noise. Dislodgment was noted via x-ray. The lead was repositioned and the patient condition was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented to the ER after receiving inappropriate therapy. X-ray revealed dislodgement. The physician elected to explant and replace the lead. The lead was discarded in the field.